Manufacturer narrative:
Record is being cancelled as it was opened in error.

Event description:
Record is being cancelled as it was opened in error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has network issues.